Event description:
It was reported that during an afib - atrial fibrillation procedure, the tip of lasso catheter detached inside a st jude swartz sheath. The case was completed by changing the catheter without any patient consequence. Upon following up with the customer, bwi received additional information which stated after inserting the lasso catheter, the customer had difficulty to move forward the catheter. The catheter removed and inserted again however the issue persisted. The customer removed the catheter without any difficulty and found out the tip of the catheter was detached. Biosense webster received the catheter without the tip and requested for retrieving the tip and the sheath, however the customer is unwilling to return the tip and the sheath since the hospital retrieved both products. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib - atrial fibrillation procedure, the tip of lasso catheter detached inside a st jude swartz sheath. The case was completed by changing the catheter without any patient consequence. Upon following up with the customer, bwi received additional information which stated after inserting the lasso catheter, the customer had difficulty to move forward the catheter. The catheter removed and inserted again however the issue persisted. The customer removed the catheter without any difficulty and found out the tip of the catheter was detached. Biosense webster received the catheter without the tip and requested for retrieving the tip and the sheath, however the customer is unwilling to return the tip and the sheath since the hospital retrieved both products. Upon received pu ball tip dome broken and not returned ball for the analysis. Additional information received by the customer states that the missing pu ball tip was in the sheath and there is not in patient's body. No consequence on patient. The scanning electron microscope (sem) analysis was performed to the damage area and results show that the tip surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/pulled until separation. Stretching/ pulling could have been related to these separation characteristics. All the catheters are inspected for defects before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per the reported complaint the outer diameters of the catheter were measured and found within specifications the current manufacture process includes three controls to prevent problems with the dome. A detailed inspection on pu dome is perform to find any abnormalities after that the pu dimensions of the dome are verified using a tool and there is a final inspection were the dimensions of the dome and cosmetic problems are reviewed. The complaints database was reviewed and no other complaints were found. There were no units available on the inventory for further analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint has been confirmed. However the root cause does not appear to be manufactured related.